Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had an insulin flow blocked alarm during bolus. The reservoir was not empty. The customer's blood glucose level was 142 mg/dl. They were advised to deliver 5 units of insulin. The customer stated that the threaded rod did not rewind. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.